Manufacturer narrative:
(B)(4): eval results and conclusions: based on review of the returned device and the info rec'd, no root cause can be determined. Eval summary: the stent delivery system was returned, however, the stent remained implanted in the pt. Visual inspection and the tactile test confirmed that there was no stretching or necking of the proximal balloon bond or inflation lumen. Tests confirmed that the balloon could be inflated to nominal pressure and rated burst pressure. Transition tubing also passed patency testing. There were no abnormalities noted during inspection and preparation of the device prior to use.

Event description:
The physician implanted an endeavor sprint rapid exchange (rx) 2.75mm diameter x 14mm length stent in the rca # 1-2. This lesion was severely calcified with 90% stenosis in a tortuous vessel. Approx 50% stenosis remained post index procedure. After deployment, the stent was found to be located distal to where it was initially expected to be located, but it covered the lesion. After cag, negative pressure was applied, but the balloon did not deflate. When the sds was removed, the balloon deflated. Info rec'd from the account confirmed there were no abnormalities noted during inspection and preparation of the device prior to use. There was no health hazard caused to the pt and no other clinical sequelae were reported.